Manufacturer narrative:
The complaint samples were evaluated by inflating the device to determine the area of leak. The samples leaked at the luer connection. Close examination of the luer threads on the leaking samples indicated that there was hairline crack along the luer. A definitive root cause for the crack could not be established. The development of crack may be due to a combination of elevated external forces and molded in stress in the component or over tightening of the luer connection. The lacricath catheters undergo 100% inspection for leaks during assembly. The presence of cracks at the end of the luer would have been caught during manufacturing leak testing. In addition, the parts also undergo qc inspection for visual and functional test. The root cause of the crack resulting in the leak is unknown. Quest will continue to monitor trends.

Manufacturer narrative:
Quest was notified about the alleged incident by the FDA. Quest has contacted the user facility which filed teh report, to request additional information and return of the complaint sample for investigation. A follow up report will be submitted if additional information becomes available.

Event description:
The copy of the medwatch received from the FDA states that there was a leak from the lacrimal duct catheter. A new set of catheter was used to complete the procedure. The alleged issue did not result in any patient complications.